Manufacturer narrative:
The customer¿s report of a crack was confirmed. Visual inspection of the suspect set observed that the female luer had an 11.3 mm hairline crack. Functional testing was performed; the set began to leak at the female luer crack. Dimensional testing was performed on the male luer of the b. Braun connector attached to the suspect extension set. The male luer of the b. Braun connector was found to be within specification. Further testing was performed by attaching the b. Braun connector to a similar female luer from a reference set; it was found that the female luers would crack when the connectors were overtightened. This indicated that there was improper fitment even though the b. Braun connector was within the required specification. The root cause of the crack was identified as improper fitment between the b. Braun connector and the female luer. Improper fitment of the b. Braun connector caused the female luers to crack when overtightened.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a crack in the female luer of the t-connector when paired with a b braun caresite connector. The crack occurred while attached to a patient. There was no reported harm to the pateint.